Manufacturer narrative:
(B)(4). The customer has indicated the sample will not be returned for eval. Additional questions in regard to the incident have also been asked. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that near end of a t&a procedure, the surgeon noticed first on left then on right crease of the mouth 3rd degree burns. They were treated by cleaning the area and applying bacitracin. Later a plastic surgeon, debrided the injuries and pt is healing well.